Event description:
A malfunction alarm was reported on the pump, which displayed malfunction code 16. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections as backup therapy while a replacement pump was arranged by technical support. Technical support confirmed the shipping address and provided instructions for storing and returning the problematic pump.